Event description:
The manufacturer received information alleging the oxygen blending module (obm) electrical verification o2 pressure raw test step had failed during preventative maintenance on a trilogy evo o2 device. The device was not in use on a patient at the time of the occurrence. The trilogy evo o2 device was being evaluated at the manufacturer service center when the reported issue occurred on the device. During the evaluation it was noted that the obm subassembly had caused the obm electrical verification o2 pressure raw test step to fail on the device. In conclusion, the device's obm subassembly was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the air inlet foam filter and particulate filter were replaced for preventative maintenance unrelated to the reported issue. The device passed all final testing.